Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-04803.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The exact dates of the reported events are unknown. Per the authors, the first tavr was performed in (B)(6) 2009; therefore, (B)(6) 2009 have been selected as the occurrence date. The exact devices used for the reported events are unknown. Possible valve used ¿ edwards sapien transcatheter heart valve ¿ PMA p110021, edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there is insufficient information to confirm the cause of the reported strokes. It is possible that the events were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: lareyre, f., raffort, j., dommerc, c., habib, y., bourlon, f., mialhe, c. (2017). A 7-year single-center experience of transfemoral tavi: evolution of surgical activity and impact on vascular outcome. Sage journals. Retrieved from: https://journals.sagepub.com/doi/abs/10.1177/0003319717737665. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an literature article, ¿a 7-year single-center experience of transfemoral tavi: evolution of surgical activity and impact on vascular outcome¿, 340 patients with severe symptomatic aortic stenosis who underwent transfemoral tavi with edwards sapien valves from november 2009 to april 2017 were retrospectively included in a 7 years single-center study. 30 days post-operative mortality was recorded and vascular complications were evaluated according to valve academic research consortium-2, version 2012. During the 30-day postoperative period, 6 of patient deaths due to neurologic complications were reported.